Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2024 with low flow alarms, fatigue, shortness of breath, dizziness, and emesis. A computed tomography (CT) scan with contrast on (B)(6) 2024 identified severe narrowing of the midportion of the outflow cannula with luminal narrowing of approximately 5 mm. There was mural thrombus most prominent in the midportion of the outflow cannula. There was severe narrowing in this area; however, there still remained flow into the mid ascending thoracic aorta. The full lumen measures approximately 14 mm but at the location of the stenosis there was invagination of the lumen, and it measures approximately 5 mm. At the aorta, the anastomosis measures approximately 11 mm. The patient was worked up with concern for left ventricular assist device (lvad) outflow narrowing and underwent right heart catheterization (rhc) on (B)(6) 2024. The patient was volume resuscitated and their lvas speed was increased from 5400 to 5600 rpm. The patient's flow was generally on the low side, and after review with cardiothoracic surgery the decision was made to do no intervention while the patient was asymptomatic. Low flow software system controllers were requested, and the new controllers were issued on (B)(6) 2024.

Event description:
It was reported that a computed tomography (CT) scan of the chest, abdomen, and pelvis done with contrast on (B)(6) 2024 identified severe narrowing of the midportion of the outflow cannula with luminal narrowing of approximately 5 mm. The patient's flow was generally on the low side, and after review with cardiothoracic surgery the decision was made to do no intervention while the patient was asymptomatic. Low flow software system controllers were requested and the new controllers were issued on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft obstruction and suspected thrombus could not be confirmed through this evaluation. Additionally, the report of low flow alarms can be confirmed based on the evaluation by an abbott representative. It was reported that the patient presented to the emergency department on (B)(6) 2024 with low flow alarms, fatigue, dizziness, shortness of breath, and emesis. A computed tomography (CT) scan done with contrast on (B)(6) 2024 identified severe narrowing of the midportion of the outflow cannula with luminal narrowing of approximately 5 mm. A mural thrombus was also present, most prominent in the midportion of the outflow cannula. The patient's flow was generally on the low side, and after review with cardiothoracic surgery the decision was made to do no intervention while the patient was asymptomatic. Low flow software system controllers were requested, and the new controllers were issued on (B)(6) 2024. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.